Event description:
The customer reported that the fiber fired some distance from the connector, rather than from the distal tip of the fiber. This event occurred in relation to an ent procedure. It was reported that zero joules were used on the fiber. Info regarding how the case was completed was not provided. No pt injury was reported.